Manufacturer narrative:
H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause. H10: additional related report number 3012307300-2024-11121.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump leaked from the bottom of the tubing cassette onto the floor. The infused volume did not match the remaining amount left in the medication bag. A new pump was used and approximately two hours after, the patient reported having pain. The pump showed the patient received medication. However, upon inspection, it appeared the tubing was punctured by the cassette clip. No patient injury was reported.